Manufacturer narrative:
B3: unknown; only year was provided. No other information has been provided to date. One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a excessive abrasion. As a result, the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a damaged screen. During the physical inspection, it was found that the upstream occlusion seal was buckled/dented. There was no patient involvement, no patient injury was reported.